Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tip of the screwdriver shaft broke off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The additional evaluation report as received conditions to be that the tip broke off. The performed investigation of the offending screw shaft has shown that the tip broke off as a result of excessive torsional loading. We assume that the deformation of the tip caused by excessive mechanical stress. The control of the manufacturing data and hardness specifications revealed no abnormalities of the specifications. No product fault was detected.